Event description:
Additional information was provided which indicated that the suspected cause of the patient's previous pericardial effusion and left-sided pleural effusion was due to congestive heart failure. No additional adverse patient effects were reported. The system remains in service.

Event description:
Boston scientific received information that approximately 2.5 weeks following the implant of this device system, the patient with this system was presented with a pericardial effusion and left-sided pleural effusion. On the same date, the patient was admitted and a subxiphoid pericardial window with pericardial resection and drainage procedure as well as a left tube thoracostomy was performed. Five days later, the patient was discharged. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.